Manufacturer narrative:
H11: kamata, y., mizuno, y., okamoto, k., okamoto, s., ito, y., & nishigata, a. (2023). Peripherally inserted central catheters can be an alternative to tunneled central venous catheters in chemotherapy for hematological and oncological pediatric patients. Pediatric surgery international, 39(1), 264. Doi: 10.1007/s00383-023-05545-4. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the journal "pediatric surgery international" titled, "peripherally inserted central catheters can be an alternative to tunneled central venous catheters in chemotherapy for hematological and oncological pediatric patients", tcvs and piccs were used to administer chemotherapy drugs, intravenous nutrition, and reverse blood sampling. Hickman 7fr or broviac 6.6fr/4.2fr/2.7fr (tvc) and groshong 4fr single lumen and 5fr dual lumen or argyle 3fr single lumen and 4.5fr dual lumen (PICC) were used. Totally 13 cases of infection, 1 case of thrombosis, 2 catheter occlusion and 13 mechanical complications were noted in PICC group and 8 infection, 1 catheter occlusion and 10 mechanical complications in tvc group. The current status of the patient is unknown.

Manufacturer narrative:
H11: kamata, y., mizuno, y., okamoto, k., okamoto, s., ito, y., & nishigata, a. (2023). Peripherally inserted central catheters can be an alternative to tunneled central venous catheters in chemotherapy for hematological and oncological pediatric patients. Pediatric surgery international, 39(1), 264. Doi: 10.1007/s00383-023-05545-4 manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported infection and thrombosis as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the journal "pediatric surgery international" titled, "peripherally inserted central catheters can be an alternative to tunneled central venous catheters in chemotherapy for hematological and oncological pediatric patients", tcvs and piccs were used to administer chemotherapy drugs, intravenous nutrition, and reverse blood sampling. Hickman 7fr or broviac 6.6fr/4.2fr/2.7fr (tvc) and groshong 4fr single lumen and 5fr dual lumen or argyle 3fr single lumen and 4.5fr dual lumen (PICC) were used. Totally 13 cases of infection, 1 case of thrombosis, 2 catheter occlusion and 13 mechanical complications were noted in PICC group and 8 infection, 1 catheter occlusion and 10 mechanical complications in tvc group. The current status of the patient is unknown.